Event description:
It was reported that the device won't charge to 200j for daily test. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that a failed ic chip, designator u28 on the main pcb assembly would cause a failure of the defibrillator to charge completely at 200 joules and higher. The defibrillator also failed to discharge. Physio replaced u28 and then observed proper device operation through functional and performance testing, the device was returned to the customer for use.